Event description:
It was reported that this patient's implantable pulse generator is programmed aai as it is only implanted with this atrial lead. The patient has a history of atrial fibrillation (af) and atrial tachycardia (at) but has never reported any symptoms when an arrythmia was in progress. However, the patient has recently experienced dizziness and pre-syncopal symptoms; therefore, a holter study was requested to see if the episodes coincided with the af/at. The holter study found a junctional/nodal rhythm as well as pauses, with 12.1 seconds being the longest duration. Review of the holter data was requested and performed by a (B)(6) technical services consultant and engineer. The episode in question showed a prolonged atrial pause followed by an escape rhythm of-26bpm, loss of atrial capture and farfield r-wave oversensing. The last measured atrial threshold measurements were 1.1 v and 1.2v@ 0.4ms, with a programmed output of 2.0v @ 0.4ms. Review of the stored data showed frequent impedance spikes from a baseline of 600 ohms up to 1100 ohms. Increasing the pacing output and thorough system integrity testing was recommended due to the loss of capture and the increase in impedance measurements. The health care professional was provided with multiple testing options. It was noted that the associated competitive atrial lead will likely be replaced. The system remains implanted at this time and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).